Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. The computer monitor was replaced. The root cause is unknown. (B)(4).

Event description:
The customer reported hearing a "popping" noise coming from the computer/monitor area of the act 5 hematology analyzer. He powered off all components, unplugged analyzer from ups (uninterruptible power supply) and powered back on to restart the analyzer. The customer then saw a spark coming from the back of the computer monitor. He again powered all down and called the customer support line. The customer was asked to leave the analyzer turned off. The customer was wearing personal protective equipment at the time of the event. There were no reports of smoke, burning smell or fire. No one sought medical attention in association with this event.